Manufacturer narrative:
This report is submitted on 14 april 2021

Manufacturer narrative:
This report is submitted on february 8, 2021.

Event description:
Per the clinic, the patient experienced an abscess at the implant site which was treated with IV antibiotics. The patient was hospitalised and the device was explanted on (B)(6) 2020. There are plans to re-implant the patient with another device.